Event description:
It was reported that one expired product has been consumed in a surgery when the product was being invoicing. The product expired on (B)(6) 2022. And was used in a surgery on (B)(6) 2022. Neither impact in patient nor claim or incidence has been informed. No adverse health consequence has been reported as result of the malfunction.

Manufacturer narrative:
This is a combination product. Cmp- (B)(4). Report source, foreign - event occurred in spain. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
This is a combination product. Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, b5, e1, e2, e3, g3, g6, h2, h3, h6 and h10. Pictures were provided. The reported event was confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the product was sterilized according to the specification. This device is used for treatment. Reported event is not related to a combination of products, therefore, a compatibility review is not applicable. Complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part/lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Reported event is not related to medical condition. Review of medical record is not applicable. The root cause of the reported issue is attributed to a human error (product implanted after expiry date). A communication has been done to the customer. No further actions have been initiated as a result of the reported event investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that one expired product has been consumed in a surgery when the product was being invoicing. The product expired on 31 march 2022 and was used in a surgery on (B)(6) 2022. Neither impact in patient nor claim or incidence has been informed. No adverse health consequence has been reported as the result of the malfunction.